Event description:
The customer stated that she has been having low blood glucose levels recently that required a hospitalization and treatment by the paramedics. The customer was hospitalized three weeks ago with low blood glucose levels in the 20 mg/dl range. The customer was treated by the paramedics recently for low blood glucose levels in the 30 mg/dl range. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the leadscrew test. Advised the customer that the insulin pump is operating as designed and does not need to be replaced. The customer stated she would monitor the insulin pump and stated she would be upgrading soon.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.